Event description:
On (B)(6) 2012 the reporter contacted animas to report that for several weeks, the patient had obtained erratic blood glucose readings ranging from 400 mg/dl to 48 mg/dl. The patient experienced the symptoms of mild fatigue, vision changes, shaking and headache. The patient reported she was able to correct her elevated blood glucose levels using an injection of insulin via a syringe, and treated her lows with food. The patient did not seek any medical attention. The patient reported she was hospitalized on (B)(6) 2012 due to hyperglycemia. Troubleshooting revealed the patient had scar tissue at the infusion sites. All pump settings, programming, basal rate, date/time were correct, and all basal/bolus doses delivered correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by using scar tissue at the infusion site. However, as the patient allegedly was hospitalized and treated for hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the last basal delivery was on (B)(6) 2013 recorded with the wrong date setting of (B)(6) 2010. Black box review shows several time/date reset are after power on reset events, but the time/date settings were never set correctly at power ¿on¿. The total daily dose (tdd) add up correctly and reflect the programmed basal target, tdd appears to be inaccurate on the reported date of (B)(6) 2013>(B)(6) 2013 due to the time/date being set incorrectly. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and pinkish upon start up. The pump was primed and exercised for 24 hours with no alarms occurring. The pump passed a 29 hour flow accuracy test. Force sensor calibration reading is at the correct count. The battery compartment is cracked from the finger pad down to the sealing. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.